Event description:
On (B)(6) 2014, our affiliate was contacted by a patient who reported that a contact lens became stuck on her left eye (B)(6) 2014 after a week of wear. The following morning, the patient visited a medical center in a second country and was seen by a gp. The patient was advised to go to the emergency department but visited a local optometrist and was advised to purchase "lens removal eye drop(s)". The patient inserted the drops and slept in the afternoon. On waking, the lens was out of her eye but her eye was red and sore. She visited the emergency department. Emergency department discharged note was received: "alert. Visual acuity (assisted with own glasses): right 6/6, left 6/9. Pupils equal and reactive to light. Regularly shaped iris bilaterally, red flexes present. Injected left conjunctiva with yellow discharged noted around eye. Mild swelling of left eyelids. Left upper eyelid evert with no abnormality seen. No foreign body visualised on slit lamp examination. No anterior chamber abnormality. No corneal defect with fluorescein staining. Contact lens not seen. "Left eye bacterial and viral swabs taken. Left acute conjunctivitis. Discharged home with cloramphenicol eye drops (1 drop to left eye four times daily for 5 days). Advised to return if deterioration in vision or if no improvement in symptoms in 2 days." The patient reported initially that she was diagnosed with keratitis and was treated with antibiotics for 3 months and had a prescription change of 1.00 diopters. We have requested records from follow up treatment but they have not been received. The diagnosis of keratitis has not been confirmed. The patient has been requested for evaluation. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l0025z4 was manufactured under normal conditions.

Manufacturer narrative:
This event is being reported as a serious injury due to the patient's report of continued treatment for 3 months and loss of corrected vision of 1.00 diopter. We have requested records from follow up treatment but they have not been received. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.